Manufacturer narrative:
Additional information: b5, h3, h4, h6, h10. B5: additional information received that two (2) small volume intermates were involved in the event. H10: the actual devices were not available; however, a photograph the samples was provided for evaluation. Visual inspection of the photograph was performed which showed fluid in the bladder suggesting an underinfusion issue may have occurred in both devices. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a prolonged infusion time. The issue was identified during patient infusion. The infusion was over 55 minutes instead of 30 minutes. The line flushed with no resistance. The device was filled with ceftriaxone in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.